Event description:
It was reported that during a pci procedure, the stent dislodged from the express2 monorail delivery system. The calcified, 90% stenotic and moderately tortuous lesion was located in the proximal left anterior descending (lad) coronary artery. No other stents were present in the vessel. The physician was attempting to direct stent the lesion. The express2 monorail stent failed to cross the lesion due to the calcification. Withdrawal difficulties were experienced and an attempt was made to retract the stent delivery system into guide catheter. The customer reported that, "excessive force was used in withdrawing the stent delivery system." The device was removed with the guidewire as a unit. Upon removal, the physician noted that the stent was missing from the delivery system. The customer believes the stent dislodged from the delivery system between the left main (lm) and lad coronary arteries. Fluoroscopy revealed that the stent was located in the right iliac artery. The physician successfully removed the stent with a snare. The procedure was completed with a different device. No patient injuries or complications were reported.